Event description:
Were a mess. Surgeon said it appears they have been ruptured for quite some time. As of today (B)(6) 20222, my joint pain is completely gone. I contracture. Over the past 2 years have developed several things such as memory issues, pains in hands and hips, fatigue, skin rash, and pain in breast. I chose to remove implants and had them removed on (B)(6) 2022. Both implants were ruptured, they had disintegrated and were a mess. Surgeon said it appears they have been ruptured for quite some time. As of today (B)(6)2022, my joint pain is completely gone. I believe the implants were the cause of my issues. FDA safety report ID # (B)(4).